Event description:
The customer returned the videoscope to the service center for evaluation related to a separate issue. During the evaluation, a reportable malfunction was identified: the adhesive on A-rubber was detached. As a result, the affected component required replacement. There was no patient involvement associated with this event.

Manufacturer narrative:
The device was returned to Olympus for inspectionBased on the results of the investigation, the probable cause of this complaint is expected or random component failure resulting from material degradation, with no design or manufacturing issue identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.